Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device misfired? I unfortunately do no know the answer. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, nine scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. There were no patient consequences. Case completed with another device of the same product code.